Manufacturer narrative:
Stored data from the patient's home monitoring system was reviewed. The last stored episode was on (B)(6) 2017 at 2130. It was stored as a vt-1 episode, average rate of 172 bpm, and listed as ¿no therapy.¿ the vt-1 zone (rates 150-179bpm) was programmed as a ¿monitor only¿ zone, which explains the ¿no therapy¿ notation for this episode. Episode#v322 was reviewed by the ts consultant. The episode starts with some pvcs and several beats with trigger pacing, which indicate there is an rvs event that the device provides a biv pacing in response to. The rate speeds up and meets criteria for the vt-1 zone, minimum set at 150 bpm, and hovers around the rate zone cutoff, lasting approximately 15 seconds before it appears to break and dual chamber pacing occurs for 23 beats, where there is also still evidence of ectopy. There is no atrial activity during this stored episode, so it is a ventricular rhythm. There was a latitude alert for an out-of-range shock impedance recorded on (B)(6) 2017. The impedance can become out-of-range after death. There was also a dramatic change noted in the ra and rv impedances on the same date. Limited historic lead data available for review indicates these measurements were previously within range and stable. Based on review of the available data, it is reasonable to conclude the device/lead system was functional on the day of death.

Event description:
Boston scientific received information on (B)(6) 2017 that the remote home monitor issued an alert for an out of range shock impedance measurement for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead on (B)(6)2017. An increase in rv and right atrial (ra) pacing impedance measurements were also noted at the same time (increase by approximately 100 ohms but not oor). Further review found this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity on (B)(6) 2016 . Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient was being brought in for further evaluation. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Boston scientific received information that this patient died. The local representative was contacted who reported this patient had died at home while in close proximity to the communicator. The local representative suspected that the oor impedance measurements occurred post-mortem. Both the physician and family are aware of the oor shock measurement. The family declined to have an autopsy performed and no device interrogation was requested. The family believes that the patient died of natural causes.